Manufacturer narrative:
The returned device was evaluated and investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. Investigation found blood on the adhesive pad. The formed needle was inspected, and damage was found at the distal tip of the formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 380 mg/dl. In addition the patient reports the pod was leaking both insulin and blood. Upon removal of the pod from the infusions site (arm) the patient reports they had a lump at the site. As treatment, the patient applied a new pod.